Event description:
As reported, it was a case of an implant of a 23mm sapien 3 valve within a failed 23mm non-edwards surgical valve, in aortic position by transfemoral approach. Following valve deployment, post-dilation was performed using a non-ew balloon to optimize hemodynamics and reduce transvalvular gradient. However, this resulted in significant central aortic regurgitation accompanied by low diastolic blood pressure. Bedside transthoracic echocardiography confirmed central, non-paravalvular regurgitation. Due to the patient's hemodynamic instability, an emergency valve-in-valve procedure was performed using a 20 mm sapien 3 valve. The second valve was successfully implanted, with no paravalvular leak and good hemodynamic outcome. The patient was in good condition and planned to be discharged in the following days. Per medical opinion, the perceived root cause of the severe aortic regurgitation was unknown however, a stuck leaflet or fibrotic leaflet of the index surgical valve may have contributed.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingment due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint was confirmed based on the provided information. Available information suggests procedural factors (post-dilation) likely contributed to the event as reported information indicated that the central regurgitation was observed after the valve was post-dilated. Attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.